Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded noise on both the right atrial (ra) and right ventricular (rv) channels, which was believed to be caused by electromagnetic interference (emi). This resulted in delivery of inappropriate shock therapy. Technical services (ts) was consulted and advised the recorded noise does resemble non-physiologic and occurs across all channels. Ts questioned if the patient had a procedure that day. The stored electrograms (egms) are clean and free from artifacts on both channels. Ts provided troubleshooting and suggested it was an isolated event and recommended no changes in programming. The device and leads remain in service. No additional adverse patient effects were reported.